Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates tha the device was manufactured on march 24, 1997 and was last repaired on october 8, 2011 for not operating. Previous repair included replacement of the motor, housing, and standard repair parts. Current evaluation confirmed that the device was outside calibration specifications at the zero, 0.0200" and 0.0300" thickness settings. Repair of the device included replacement of the motor and standard repair parts. The device was repaired and shipped to the customer. In post-repair analysis, the motor casing displayed excessive corrosion. The motor operated within electrical specifications, drawing 1.23 amps at 14.5 vdc under no load. Continuity testing passed at the power switch, strain relief, and power cord. No information was obtained regarding customer's cleaning or sterilization practices; however, improper cleaning or sterilization could have caused damage to the motor over time, which most likely caused the intermittent operation of the device or a problem with the connection between the motor and power cord. The cause of the corrosion was likely due to entry of moisture within the handpiece. Special care related to cleaning or sterilization should be taken in order to prevent moisture from entering the handpiece.

Event description:
It was report that the zimmer electric dermatome handpiece stopped working while testing. Despite multiple follow up attempts with the customer, no additional information was able to be obtained. Regarding the reported event.